Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was confirmed and due to customer didn't maintain the external paddles after using, external paddles need to be replaced. External paddles were ordered and replaced by customer. Device was back to use functionally. The investigation concludes that no further action is required at this time. H3 other text : a third party evaluated the device.

Event description:
It was initially reported the defibrillation electrode cannot be used during patient use. It has been clarified via email that the external paddles were damaged. The reported issue was found during weekly operational check, there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the defibrillation electrode cannot be used during patient use. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.